Event description:
It was reported that during an unspecified procedure, a stent embolization occurred. The 90% stenosed and calcified lesion was located in the distal right coronary artery (rca). The launcher 6f sal1.0 guide catheter and pt2 ms guide wire crossed the lesion. The physician attempted to cross the lesion with an express2 monorail coronary stent, but was unsuccessful. The physician changed the angle of the guide wire and the guide catheter, but was still unable to cross the lesion. A whisper guide wire was inserted to support the lesion crossing, but was unable to cross. The physician was unable to withdraw the express2 stent and delivery system into the guide catheter on two attempts. The physician noticed the stent had moved to the distal edge of the balloon catheter under fluoroscopy. The stent delivery system and guide catheter were pulled back as a unit to the left radial artery, but they were unable to be withdrawn into the sheath. The physician decided that the stent had "dropped off in the aorta" and withdrew the stent delivery system. The procedure was successfully completed with another of the same device. No patient injuries were noted. Patient condition is reported as "good". Additional information regarding this event has been requested.

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.